Manufacturer narrative:
(B)(4): the customer reported that the audio failed. The customer stated that a speaker malfunction message was displayed on the monitor screen. No adverse pt impact was reported as a result of this failure. This complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker. In an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise pt safety. Do not rely exclusively on the audible alarm system for pt monitoring. The most reliable method of pt monitoring requires correct operation of the monitor and close observation of the pt. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the audio failed. The customer stated that a speaker malfunction message was displayed on the monitor screen. No adverse pt impact was reported as a result of this failure.